Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure, a sureflex steerable guiding sheath was selected for use. During the preparation, the staff member had to try to push dilator into the sheath and the hemostatic valve seemed broken. Hence to resolve the issue, a non-boston scientific device was used. The procedure was completed successfully and no patient complications occurred. The device is not expected to be returned. It was further confirmed, the dilator hub did not snap off. It was uncertain to if the medical engineer (me) who was preparing devices for the first time, might have affected the issue to occur. The guidewire was not involved.